Event description:
It was reported that there was a missing qrs observed on the monitor screen. It intermittent, about once every hour. The doctor felt since it occurred immediately after the device implant, it seemed to be caused by lead migration. The device was reprogrammed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 457445 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).